Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were cartridges that appeared to be warped and do not fit on the pump. There was no reported impact to customer's blood glucose level. The customer was able to load a new cartridge.